Event description:
It was reported that a female patient underwent a breast augmentation revision procedure with mentor smooth round spectrum 475cc saline breast prostheses that both deflated after implantation. Bilateral deflation was diagnosed via a physical exam. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 560cc gel breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and two tears (a and b) were noted on the posterior view, measuring less than 0.1 cm. Microscopic examination was performed on the edges of both ruptures, and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).